Event description:
Dexcom was made aware on (B)(6) 2025, that on (B)(6) 2025, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, they experienced a skin reaction with pimples and infection underneath sensor pod area only. The patient went to the hospital around 1:00 in the afternoon on (B)(6) 2025 because of pain and infection around the insertion site of sensor on his arm. As per patient he felt that there was something underneath insertion site that was a size of a marble. He underwent medical procedure where insertion site had to be "cut and drained" and stayed at the hospital for a day for observation. The next day (B)(6) 2025 he was discharged from hospital. They prescribed oral antibiotic cefadroxil 500mg once a day, for 10 days. At the time of the report the reaction was fully healed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). E1: initial reporter state: (B)(6).